Manufacturer narrative:
Batch review performed on 02 may 2018 lot 164266: (B)(4) items manufactured and released on 07 july 2016. Expiration date: 2021-06-23 no anomalies found related to the problem. No anomalies found on (B)(4). To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved is trial keel s5-6: lot 177048: (B)(4) items manufactured and released on 17 january 2018. Expiration date: 2023-01-02 no anomalies found related to the problem. No anomalies found related to the problem also on (B)(4). To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by 02 may 2018 by r&d product manager: the breaking of the trial keel could be due to different factors such as sclerotic bone , not enough preparation of the keel wings side with the risk of excessive impacting force for trial keel placement. During the visual inspection have also been analyzed the picture of the complain.

Event description:
During a gmk-efficiency bilateral case, the keels for both the knees broke (the medial side of one keel and the lateral fin of the other one). Conventional instruments used to complete the surgery successfully. 10min delay. No fragments fell into the patient.